Event description:
Reportedly, pt underwent right total knee arthroplasty in 1995. Due to pain and discomfort, revision procedure replacing tibial components was performed in 2003. Wear was noted on articular surface of tibial bearing.